Event description:
Determined to be reportable based on analysis completed on 03/13/2009. It was reported that during a coronary drug eluting stenting treatment procedure, there was difficulty crossing the lesion. The 90% stenosed lesion with severe calcification was located in the severely tortuous left anterior descending artery. There was significant resistance encountered during insertion. The procedure was completed with a plain old balloon angioplasty. The patient's status is good with no complications reported. Device analysis revealed stent damage.

Manufacturer narrative:
A visual and microscopic examination identified severe proximal stent damage. Stent strut rows 1-5 inclusive were slightly squashed. This type of damage is consistent with the device encountering some form of resistance during insertion. No kinks or damage were found along the entire length of the hypotube. The balloon and tip sections were visually and microscopically examined, and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause classification is considered operational context due to anatomical/procedural factors encountered during the procedure, performance of the device was limited.